Manufacturer narrative:
An eval of the event was performed at mako surgical. Review of the rio log files shows numerous 'brake current errors' which indicates that the brake current is out of range. Field service work order showed that brake current error was detected on joint j2. They swapped the cpci cards, which include the current sensing electronics for joints j1 and j2. Afterward, the error was appearing in j1, so the failing card was determined to be the cause of the issue. They replaced the card and the issue did not recur. The system has been released for clinical use.

Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). The surgeon passed the checkpoints prior to bone resection, and then the rio arm clicked and locked up. Various attempts to troubleshoot - engaging and releasing the emergency stop, resetting rio software and hardware - failed to resolve the issue. Resolution was provided when the surgical team swapped out for the other rio system at the site, and the surgeon was able to successfully complete the case.